Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted, from the patient's left eye, in a secondary procedure as the calculation was way off for the lens that was originally implanted. There was no patient injury reported. Another lens was implanted. No further information was provided.

Manufacturer narrative:
Product evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The returned lens was inspected at 10x microscope magnification. The lens was received cut and only one half of the lens was received. The half received was observed with particles, scratches, fibers, and viscoelastic residue, which is compatible with explanted lens. No manufacturing defects were identified in the return lens sample. There were no manufacturing issues or an indication of a product quality deficiency based on the analysis of the return lens evaluation performed and the manufacturing record reviewed. Manufacturing record review: a manufacturing record evaluation was performed for the production order. The manufacturing process was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. No non-conformance reports were issued during the manufacturing process for this production order. A search of complaints related to the production order was performed and revealed that no other complaints were received. No issues were reported during the manufacturing process of this lens. The manufacturing record review was evaluated and no deviations or non-conformities associated with the complaint were found. The lenses manufactured were released within specifications per the production order documentation. The lens met specification prior to release. Labeling review: directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.